Event description:
A pasv port was placed for therapeutic purposes on an unknown date. It was reported the port leaked upon infusion. The port remains in the pt and will be explanted at a later date. Chemotherapy treatments have since been administered peripherally.